Manufacturer narrative:
Surgeon believes the event was due to the clearpoint/visualase procedure initiating these cascading events, but on review of the case could not determine a specific cause. Device not returned.

Event description:
Ptx had a previous biopsy approximately 1 month prior to this procedure confirming a glioma. A clearpoint/visualase procedure was performed on (B)(6). During the procedure all indications were normal, with the stylet and visualase probe at the intended target. Within 6-8 hours following completion the ptx began to deteriorate. Examination determined the ptx had a subarachnoid hemorrhage. A drain was placed to relieve pressure. Approximately 1-2 days after the ptx experienced a cerebrum stroke and surgical decompression was performed, but the ptx continued to suffer progressing and evolving ischemia and stroke to other parts of the brain. The patient died 4 days after the procedure from progressing and evolving ischemia and stroke.